Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered ventricular fibrillation and cardiac arrest requiring defibrillation. After the case was completed no pericardial effusion was present on the intracardiac echocardiography (ice). When the physician had left the room, the patient went into vfib. Vfib was confirmed by live electrocardiograms tracings on the recording system. Shortly after, the patient coded. The patient received defibrillation which restored the rhythm to normal sinus rhythm. It is unknown if extended hospitalization was required as a result of the adverse event. Patient¿s outcome is unknown. The physician was not completely sure of the cause; however, he did not blame any products for the adverse event. No biosense webster product malfunctions were reported. Since the event is life threatening and required medical/surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, then it is to be considered serious and MDR-reportable.